Event description:
Hard getting over the last injections (adverse event (nos)). [Adverse event]. Case description: spontaneous report received on 11-mar-2010 from a (B)(6) female pt with an unk history, initials (B)(6), who reported that it was hard getting over her last synvisc injections. The pt received her last synvisc injections in both knees on an unspecified date in (B)(6) 2009. At the time of this report, the pt noted it had been ten months and that it was hard getting over the last injections. The pt had to go back for cortisone injections. The pt's physician said she needed two knee replacements, but the pt was not ready for that. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.